Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2011 and performed to specification up to the (B)(6) 2016. On the (B)(6) 2016 the device records two manual power ups of ten minute duration. The device successfully performed all subsequent weekly auto self-tests up to the (B)(6) 2017. On the (B)(6) 2017, the device failed the weekly auto self-test due to low battery. An additional 4 low battery fails were recorded on the (B)(6) 2017 alongside 3 log entries of nonsensical data. The pad-pak would appear to have been installed for approximately 67 months before issuing a low battery warning. There were no further log entries. A test pad-pak was inserted into the device and successfully passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found the reported fault attributed to membrane failure. There were two 10-minute manual power ons recorded in the history log. These manual power ups may indicate the device was switching on automatically. Furthermore, the green status led was observed to be constantly lit during the investigation. This is a further symptom of membrane failure. The fault could not be replicated with a new membrane fitted. Due to the length of time the initial pad-pak was installed, the low battery warnings are likely due to a genuinely depleted pad-pak. The returned sam 300p is now outside of its warranty period and will be scrapped.